Manufacturer narrative:
Product analysis: the handle is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.

Event description:
The product didn't break into fragments. The product broke at just above from where we hold it. Patient current status is fine.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent a cervical decompression procedure due to radicular pain down the left arm. During procedure, the product broke. No fragments of the product remained inside the patient. The product came in contact with the patient. No patient complications were reported.